Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2012-00099. The device return is anticipated; however, not received to date.. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed. Return anticipated, not yet received.

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR / lhr, device history record / lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. One (1) vcare ii device was returned for evaluation. The cervical cone and intrauterine balloon were completely detached from the manipulator tube. The locking mechanism was released and the blue vaginal cone was completely retracted on the manipulator tube. The intrauterine balloon appeared to have been folded over onto itself, as if it had been "peeled" off of the manipulator tube. The u.v. Adhesive appeared to have been adequately applied to the manipulator tube where the intrauterine balloon was attached. It was noted that a piece of the intrauterine balloon was still remaining on the manipulator shaft, indicating a strong bond. The inside diameter of the cervical cone measured within specification using calibrated pin gages. The outside diameter of shrink band provided an interference fit between the inside diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. The intrauterine balloon adds additional resistance to detachment of the cervical cone. No product defect was found during examination. A vcare cone / balloon detachment investigation guidance questionnaire was sent to end-user for completion related to this complaint. Key information from the questionnaire includes the following: the device was utilized for treatment of the patient, a robotic assisted total laparoscopic hysterectomy where the uterus was removed vaginally. Additional information from the investigation guide include that the patient had a very long cervix and a very large uterus (4700 gms in size). Also the survey stated that at the time of failure the locking mechanism was not released yet the blue vaginal cone was retracted prior to attempting to remove the device. This last statement is contradicting for the blue vaginal cone cannot be retracted without the locking mechanism being released. The patient's anatomy (obesity (B)(6) along with large uterus {4700gms in size} and a very long cervix) may have contributed to the device failure in this incident creating greater resistance with the movement and manipulation of the uterus. The "very long cervix" may not have allowed the cervical balloon to be within the interior of the uterine cavity when inflated. This anatomy may have placed the cervical balloon only within the distal portion of the cervix increasing any difficulties in manipulation of the uterus, and, increasing the chance of the device dislodging from the uterus. The most likely cause of this complaint is application of force which exceeded the cervical cone pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, tearing the intra-uterine balloon. Contributing factors include not releasing the locking mechanism prior to removal attempt. This factors would increase resistance allowing the vcare shaft to pull through the cervical cone. A small vaginal cavity, the particular shape of the vaginal canal, or vaginal canal anatomical changes may also increase removal force on the device if the vaginal cone is not removed properly per dfu, directions for use, instructions. The risk associated with this complaint is mitigated in the vcare dfu which states, "prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components have been retrieved from the patient." The complaint investigation has not identified a manufacturing or component defect and the malfunction has been determined as use related; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.

Event description:
It was reported, "during tlh, dr. (B)(6) was having trouble with the very difficult anatomy and locating the green cervical cup. When he first made his incision to do the colpotomy, he located the shaft of the vcare and not the cervical cup. At some point, the green cervical cup and balloon became separated from the vcare. It was later retrieved during the incision at the cervix." It was also reported, "no injury to patient".